Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, once in 4 days, ongoing) and fortum injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. On an unknown date, the patient recovered from peritonitis. At the time of this report, the patient remained hospitalized for observation. Pd therapy was ongoing. No additional information is available.